Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump delivered a 16 unit bolus in the middle of the night, which caused low blood glucose levels, and a hospitalization with a blood glucose of 57 mg/dl. The customer's blood glucose at the time of the call was 200 mg/dl. The customer stated that the emergency room staff reviewed the bolus history of the insulin pump, and found a bolus of 16 units during the night that the customer stated he did not program. Also, two days of bolus history was completely missing from the bolus history. Troubleshooting was performed, and all other programming was correct per the customer. The customer was very nervous that something like this may happen again, and requested a replacement. Advised the customer that the insulin pump would be replaced, and he agreed to return his device.

Manufacturer narrative:
The download history files shows on (B)(6) 2016 at 19:56:58 a 16.0 unit bolus was programmed and delivered. There was no other 16.0 unit bolus listed on (B)(6) 2016. The button event file shows no data for (B)(6) 2016. Unable to verify if the bolus was manually programmed by the customer. The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was programmed with several boluses and monitored; all boluses delivered properly and were listed in the bolus history screen for 2 consecutive days. The insulin pump calculated the additional bolus deliveries and was verified in the daily total screen. The insulin pump was programmed with multiple basal profiles and monitored. All basal profiles delivered properly their indicated amounts and were verified in the daily total screen. No delivery anomaly, basal anomaly, bolus anomaly or history anomaly noted. However, the insulin had minor scratched display window, cracked belt clip slot, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
The pump passed the delivery accuracy test.